Event description:
It was reported patient underwent an initial elbow arthroplasty on an unknown date and that a revision was necessary due to humeral loosening. Additional information was obtained and confirmed the primary procedure took place on (B)(6) 2010 and that the revision procedure occurred on (B)(6) 2013. The humeral component and condyle kit were removed and replaced.

Event description:
It was reported patient underwent an initial elbow arthroplasty on an unknown date. Subsequently, patient is in need of a revision due to humeral loosening. No further information has been provided to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity."

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown expiration date - unknown; date implanted - unknown; date explanted - unknown; PMA/510(k) number, manufacture date - unknown.